Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump (iabp) malfunctioned, the batteries were not charging. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer mistakenly called it in as a repair, because they had a ¿battery maintenance required¿ message on the screen. The fse let them know that they are due for annual maintenance. As soon as the purchase order is received from the customer, a maintenance work order will be opened.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.